Event description:
On (B)(6) 2021 patient underwent cervical anterior discectomy and fusion with interbody cage, mba, allograft and plate, return to the or for evacuation of abscess, hardware removal, and revision of acdf on (B)(6) 2021. Afb cultures are positive.